Event description:
Patient reported left side "prosthesis implanted were from the recall, patient is scared and wants to know how to proceed with the replacement of the prosthesis." Patients later reported ¿stitches necrosed¿ , "breasts became flaccid again¿, "¿breast pain¿, suffers from an ¿autoimmune disease hashimoto syndrome¿ and ¿approximately three years post implantation, a repair was performed with removal of excess skin, but without replacement of the prosthesis, repair took place in 2016 with the same physician." The device remains implanted. "Hashimoto's syndrome" is not considered device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: prosthesis implanted were from the recall, patient is scared and wants to know how to proceed with the replacement of the prosthesis." Patients later reported ¿stitches necrosed¿ , "breasts became flaccid again¿, "¿breast pain¿, suffers from an ¿autoimmune disease hasimoto syndrome¿ and ¿approximately three years post implantation, a repair was performed with removal of excess skin, but without replacement of the prosthesis, repair took place in 2016 with the same physician."